Event description:
A lead extraction procedure commenced to remove two leads due to non function (one right ventricular (rv) lead, other lead's location, targeted for extraction, is unknown). There was a total of four leads that were in the patient's body prior to extraction (two right atrial (ra) and two right ventricular (rv)). A spectranetics lead locking device (lld) was used inside the rv lead to act as the traction platform. Attempts to remove the rv lead were unsuccessful. The physician attempted to unlock the lld, but it could not be unlocked. The physician cut and capped the rv lead with the lld, and the device remained in the patient. A new lead was implanted successfully and the patient survived the procedure with no reported patient harm. This report captures the lld which was present within the rv lead, cut and capped, and left in the patient's body.